Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will but submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the tension spring on the heartstring iii got stuck in the aorta. The aorta was opened to remove the tension spring. A replacement device was used to complete the procedure. It was reported that the pt is doing well post surgery.